Event description:
Dialysis was initiated at 3:50 bfr without difficulty in approx 3 minutes blood was noted to be dripping from the blood pump housing. Bloodpump was stopped, arterial and venous bloodlines were clamped and the dialysis was initiated. 30 minutes later the pt reported feeling numbness in both arms. Bp 140/80 r 20 p 74 an EKG was done and a stat blood sugar. The pt was transferred to the hosp for further evaluation. A crack was found in the bloodpump segment of the arterial bloodline.